Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer discovered occlusion alarm in pump history. Customer declined trouble shooting with tandem system support. No further details were given. No reported impact to the customer¿s blood glucose level.